Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient's husband tested alert while on the reporting and did not hear audible alert. No medical intervention was required.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker sub-assembly.